Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a cartridge alarm 1 occurred during pumping. Additionally, it was reported that at minimum fill message occurred when the customer loaded a new cartridge. Blood glucose was 106 mg/dl. Reportedly, more insulin was added to the cartridge and insulin delivery was resumed.